Manufacturer narrative:
The reported complaint of a user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive data review and during functional testing. Temperature sensor cabling was replaced to avoid re-occurrence of (ua) 41. During visual inspection, multiple cracks and numerous broken screw posts were found on the top cover. In addition, encoder cover, head restraint bracket and the motor cover are damaged and drive clutch is sticky and needs deburring. To remedy these issues, top cover, encoder cover, head restraint bracket and the motor cover were replaced. Clutch plate deburring was performed to remedy the sticky clutch. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. During functional testing, the platform displayed (ua) 41 upon powering up, thus confirmed the reported complaint. The autopulse platform is a reusable as well as serviceable device and was manufactured on 2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. Review of the retrieved archive data, found multiple (ua) 41 messages occurred on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check without a manikin on the platform, the autopulse platform (B)(4) was displaying error message user advisory 41 (patient temperature failure). The error could not be cleared. Per customer, platform was powered on while being inside the carry bag. No patient involvement was reported.